Event description:
Reporter indicated that pt was experiencing an increase in seizures following the hyperextension of her neck. Pre-vns baseline seizure rate is unknown to MFR at this time. Good faith attempts for further info are currently being made.